Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to access a host tablet with the intention of inadvertently utilizing the mobile programmer application instead of the remote monitoring application. It was further reported that the user was unable to log into the host tablet as they did not know their password. Troubleshooting steps were advised to resolve the issue by assisting the user with password and providing information on utilizing the remote monitoring application. There was no patient involvement.